Event description:
As reported by the sales rep, the hosp is seeing bubbles in the 72" fluid delivery set line they rec'd within their convenience kit. They used the line for saline. They used a pressurized bag, fill the chamber 1/2 full, saw the bubbles during set up. There has been no pt incident or injury. No sample being returned.